Manufacturer narrative:
E.1. Facility name characters limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum does not rebound. The following information was provided by the initial reporter: on (B)(6) 2025, after completing intravenous infusion for a patient, a nurse sealed the tube. After sealing, the closed membrane could not rebound. The connector was then replaced, which did not cause any harm to the patient, but prolonged the treatment time and caused dissatisfaction due to the need for a second needle insertion.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.